Manufacturer narrative:
1 user did not provide contact details or lot #, so further investigation of test kit legitimacy cannot be conducted at this time.there may be differences in test results at different time points and comparison with different brands. Due to expired on 9/6/2022, this batch does not exist. The customer may have provided incorrect information, or the customer may have used counterfeit products. User did not provide contact details or lot #, so further investigation of test kit legitimacy cannot be conducted at this time.

Event description:
Event description: we tested both of our children with the ihealth covid-19 antigen rapid test, one with an expiration date of 9/6/2022. Both tested positive, with a faint line. Both children were asymptomatic. We also tested our daughter with the cue systems naat on weds night and she was negative. We then re-tested them o with the quickvue rapid antigen test, and they were both negative. We then did a pcr test , and they were both negative. We also tested them with an ihealth covid-19 antigen rapid test , with an expiration date in 2023, and they were negative. Thus, I would hypothesize that the shelf life of the ihealth tests is too aggressive, and the seemingly obvious false positives we experienced were related to the product being near its expiration date.